Event description:
Additional information was received that the physician planned to schedule the patient on an unknown date in the future for diagnostic imaging to view the implanted system. Attempts were made to obtain additional information, however, no additional information is available at this time.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) pace/sense lead exhibited noise and oversensing that resulted in delivery of inappropriate anti-tachycardia pacing (atp). Device based testing was performed and was noted to be appropriate. Duration was extended and available information indicates that this product remains implanted and in service. No additional adverse patient effects were reported.

Event description:
Additional information was received that the patient presented to the hospital with report of receiving shock therapy. Review of stored device memory noted noise and oversensing that resulted in delivery of inappropriate shock therapy. Additionally, low pacing impedance measurements in the 200 ohms range was observed. Boston scientific technical services (ts) discussed troubleshooting and programming options.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that low out of range pacing impedance measurements less than 200 ohms was observed when the patient was in the hospital. Tachycardia therapy was programmed off. At this time, no additional information is available.